Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to an old version switch that was found damaged. The housing's front panel was also found damaged. A worn-out socket slider switch was found causing intermittent use of the high intensity mode. The air tubing was found corroded and a non-olympus lamp light output was below specifications. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that the power button was pushed in and is stuck on a xenon light source. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. As the subject device was manufactured prior to the design change of the power switch, probable cause for the power switch failure is related to the operating force applied to the power switch and the number of times activated, which exceeded expectations. The instructions for use (IFU) states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.